Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened broken phacoemulsification tip (phaco tip) with part of tip in a wrench, in a plastic vile with lid, with a sleeve was received. Sample was visually inspected and found to be nonconforming. Phaco tip was broken with a crack in the cannula at the cannula area closer to the threads/back hole end. Breakage was slightly jagged. Back hole was slightly off center. Uneven wall thickness was observed. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the phaco tip is broken. The reason for breakage is due to a uneven wall thickness creating a weak region at the thinner section. The uneven wall thickness is a known potential risk with the phaco tip from the milling process. Manufacturing controls are already in place to minimize the creation of this defect. An investigation has been initiated and is currently in progress, to further investigate the broken phaco tip, which includes the record opened for this complaint on the nonconformance search. All phaco tips are 100% visually inspected by trained operators using 30x magnification throughout the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample has been received by manufacturing that has not yet been evaluated. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that the rupture of a cortex extraction cannula broke at screw/tip junction while removal from the left eye during cataract surgery with intraocular implantation surgery. The surgery was completed on the same day. There was no impact to the patient. Upon the receipt of the sample, it was confirmed that the issue was with the phacoemulsification tip broken while removal from the left eye during cataract with intraocular lens implantation surgery. The surgery was completed on the same day. There was no impact to the patient. This report pertains to phacoemulsification tip involved in reported events.